Event description:
A powered system was sold to a dealer named "(B)(6)." (B)(6) provided the customer power base for installation on behalf of their client named "(B)(6)" in 11/2013. On (B)(6) 2014, (B)(6) received a phone call from their client "(B)(6)" stating while she was getting out of her van, the joystick came off from the chair and with the unexpected movement of the chair she fell from her chair. As a result of this incident, she suffered mild bruise in her face. The client mentioned to the dealer that she was not wearing the seatbelt during the incident. Later on the client had tapped up the joystick and was able to use the chair. The client also mentioned that the whole joystick was wobbly prior to the incident and her son-in-law had tried to fix it. The dealer scheduled an appointment with the client to examine the broken parts after the incident and he concluded that the joystick mount was broken due to the customer damage and that resulted in joystick coming off the chair.